Event description:
The account alleged the bed exit is not alarming.

Manufacturer narrative:
The technician found the bed exit light flashes but there is no audible alarm. He checked the scale pod and the scale function which were functioning properly. The technician replaced the pezio alarm to repair the bed.